Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed off for a scheduled surgery. Upon programming the ICD back on, a low out of range shocking lead impedance measurement was displayed. A shocking lead impedance test resulted in good impedance measurements.